Manufacturer narrative:
H11:correction. D4:corrected model#, catalog # and removed unique identifier(UDI). D4. UDI# - the device has a date of manufacture of (2004-2006) and was not subject to UDI requirements.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator displayed a low fraction of inspired oxygen (fio2) alarm while on a patient. Furthermore, the patient was transferred to another ventilator with no patient harm associated with the event.